Event description:
Clinic contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient experienced a hardware failure. The clinic advised the patient to restart the device on (B)(6) 2014.